Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat the moderately calcified, mildly tortuous, proximal to distal left anterior descending artery (lad), for treatment of a 95% de novo stenosis. A non-abbott stent was deployed at the mid lad. After an unspecified guide wire crossed the side branch of the lad, the stent delivery system (sds) of the non-abbott stent and the 2.5 x 12 mm nc trek balloon dilatation catheter (bdc) was advanced to conduct kissing balloon technique (kbt) towards the proximal, mid, distal and side branch of the lad. However, resistance was noted during advancement of the nc trek bdc and it failed to cross the lesion. During retraction of the device from the patient anatomy, the physician felt that the handling became lighter and realized that the hypotube was separated. The separated portion was retracted from the patient anatomy. The procedure was completed conducting kbt with the sds of the non-abbott stent and a non-abbott bdc. There was no reported adverse patient effect. There was no significant delay in the procedure reported. No additional information was provided.